Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shocks after reaching elective replacement indicator and went into back up mode. The device was explanted and replaced. Patient was stable.